Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported she did not have adaptive stimulation since her trial. The patient wanted patient services to help her get it back on, but she did not have the patient programmer antenna as she thought she left it at the healthcare provider (hcp) office. Later, the patient called back and patient services walked her through turning adaptive stimulation back on, but the patient stated she was still not getting her programming for when she walked. This already surgically implanted spinal cord stimulator with 16 electrodes was not providing adequate pain relief. At the suggestion of a consultant, they tried 2 trial percutaneous leads at l-1 entry lodging at t9. There was too much scar tissue from the surgical lead. Now, the pain doctor was exploring the efficacy of the pain pump, given the patient's progressive scoliosis. A last possible option of extensive scoliosis surgery was to be evaluated and quite possibly not even viable given the special degenerative and osteoarthritis condition. Relevant medical history included multiple back operations and spinal pain.